Manufacturer narrative:
(B)(4). Approximate age of device ¿ 48 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was receiving hemodialysis since post-operation and bleeding was reported. A gastrointestinal capsule study found that the bleed originated in the colon. The patient was transfused with 9 units of packed red blood cells. No further information was provided.